Event description:
On (B)(6) 2013, our authorized representative contact in the (B)(6) received a yellow card report, 2013/005/029/081/020, submitted by an optician. See 1033553-2013-00058. The following day, I spoke with the reporter and learned of a second similar event. This patient was fit in our product in (B)(6) 2012. The patient presented to her gp and was treated for conjunctivitis with chloramphenicol. When the symptoms worsened, the patient was referred to an ophthalmologist who diagnosed fusarium keratitis and admitted the patient to (B)(6). The reporter informed that the patient has had a corneal transplant and has had her crystalline lens removed. The patient is awaiting an intraocular lens for implantation. The patient is reported to reside on a farm with livestock. The patient's family has expressed to the reporter that they suspect dust from hay sileage may have contributed to the infection. A formal request for records was submitted to the hospital by fax but access was denied due to privacy act concerns. We are unable to confirm this information.

Manufacturer narrative:
Through professional affairs, (B)(4), we have contacted corporate professional affairs for the optical chain and have submitted requests to speak with the patient and for the patient to consent to release of medical records. As of today, no response has been received. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. No evaluation will be performed. No conclusions can be drawn.